Event description:
It was reported that this right ventricular (rv) lead exhibited noise and impedance issues. A revision procedure was performed and this lead was capped and surgically abandoned. No additional adverse patient effects were reported.